Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 478 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the ER. Additionally, it was reported that a malfunction alarm occurred. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.